Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627302) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, panic attacks, nausea, acne, fatigue, headache, vaginal discharge, swelling of feet, depression and hair loss. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding / bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms") and dysmenorrhoea ("dysmenorrhea"). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, infection, urinary tract disorder, dyspareunia, autoimmune disorder and dysmenorrhoea outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, infection, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: 2 coils were visible within the left endometrial cavity, 5 coils visualized within the endometrial cavity on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2010: negative. Lot number: 627302, manufacturing date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627302) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, panic attacks, nausea, acne, fatigue, headache, vaginal discharge, swelling of feet, depression and hair loss. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding / bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms") and dysmenorrhoea ("dysmenorrhea"). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, infection, urinary tract disorder, dyspareunia, autoimmune disorder and dysmenorrhoea outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, infection, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: 2 coils were visible within the left endometrial cavity, 5 coils visualized within the endometrial cavity on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on (B)(6) 2010: negative. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.